Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted.

Manufacturer narrative:
This report is a duplicate event and is reported under (B)(4) and the analysis will be submitted after completion under (B)(4). Device not returned for evaluation.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders and pump were implanted.